Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white female patient had impella cp pump inserted in the right femoral without issues. A few hours later in the intensive care unit (ICU) the patient had cold leg, no foot pulses palpable so the decision was made to explant the impella to improve blood circulation.